Event description:
It was reported the pt was experiencing pain at her ipg site. The pt states she had fallen at least two times since the beginning of the year. Pt is unsure if she hit her ipg when she fell; however, stimulation was not on when she fell. The physician indicated no signs of infection were present at the ipg and/or lead incision site. The physician prescribed lidocaine patches for the pain. Pt is to follow-up with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.